Event description:
Severe allergic reaction to latex powdered gloves. Hands and face swell, and get wheals, nose and eyes water, throat itches, and heart rate increases. She began working in health care with powdered latex gloves in 1983 with no problems. She gradually acquired allergic reaction over a 5-year period. Now she cannot even touch someone that has been wearing the gloves.